Manufacturer narrative:
Submit date: 1/29/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump did not alarm for over a minute.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the pump did not alarm for over a minute. The only alarm which would fall into this timeframe would be the rotor error alarm test. The results should be <(><<)>30 seconds for the alarm to activate. The unit was triaged and the customer¿s reported condition was confirmed. This unit was found to have a gearbox which would not pass the rotor error test. Since there were no signs of customer misuse, the most probable root cause is general wear and tear. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.